Event description:
A pt rec'd burns on both elbows after a spine scan. The pt's elbows were touching against the bore of the magnet. Co's operator manual states that padding must be used between the pt and the bore of the magnet during scans.